Event description:
This event involved a male patient who experienced battery switching approximately seventeen months post heartware lvad implantation. The battery was replaced and the alarms stopped. An elective controller exchange followed and the event was resolved without patient injury.

Manufacturer narrative:
The affected product is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The product was not returned to heartware; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. These included review of clinical event, non-conformance material record (ncmr) and controller log files. The reported event for battery switching was confirmed through log files review. However, as the controller and batteries were not returned for analysis the cause of the reported event could not be conclusively determined. No additional information will be forthcoming.